Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead, and the electrode ground ring was missing prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test performed. The internal visual inspection noted silver migration between some electrical components. The reported complaint of no-lock could not be verified during the analysis of this device. However, this device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Corrective actions have been implemented for possible sources of the leak. This is the final report.

Event description:
The recipient reportedly experienced no sound followed by no lock. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead, and the electrode ground ring was missing prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.